Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that during a knee arthroscopy, the camera head displayed fuzzy imaging after a few minutes of use and got really hot to the touch. The procedure was completed with a s+n back-up device. No delay was reported, and no patient complications were reported.

Manufacturer narrative:
Internal complaint reference (B)(4). H3, h6: the reported device was received for evaluation. A visual inspection did not identify any issues. A functional evaluation did not reveal any malfunction. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause could not be determined since the reported malfunction could not be duplicated during the investigation. Factors that can contribute to the reported event include a failure of a concomitant device. No containment or corrective actions are recommended at this time.